Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dots on the seal plates were damaged. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device's knife blade advanced and retracted properly. No electrical or wiring issues were found. The heel gap of the device was measured and it was found to be not be within specification. The dots on the seal plates were damaged which lowered the jaw gap. The damage to the dots caused the devices to produce regrasp alarms when sealing was attempted. This failure can be attributed to misuse. Possibly, due to sealing on an inadequate material like a metal. It was reported that the device had an alarm activation issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:40380263x), lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:40380263x), lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:40380263x), lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:40380263x), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar) procedure, 5 handpieces were used for the first time and even before completing the procedure the handpieces were not working properly and not getting a proper vessel sealing. There was no evidence of energy delivery and end tones were heard. Re-grasp alert was there multiple times. A new handpiece was used with the same generator and it worked fine. There was no patient injury.